Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a scope error message due to water invasion in the scope connector, causing corrosion. It was also observed that the water tightness was not maintained due to a damaged air and water supply cylinder. It was observed that the operational inspection of the: angle knob, angle movement, angle knob play and the bending angle did not meet standard due to an elongation of the angle wire. Also, the curved rubber adhesive was missing, and the light guide rod part was damaged. Liquid leakage was observed in the following unit components due to handling: light guide bundle, operational part, universal cord and in the scope connector. Peeling of the paint was observed on the suction cylinder. The adhesive part on the objective lens and the light lens was cloudy. Lastly, scratches were observed on the following unit components due to physical handling: insertion tube, the tip cover and on the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
A distributor reported to olympus on behalf of the customer the evis lucera elite colonovideoscope displayed an error (e103) message. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. Olympus will continue to monitor field performance for this device.

Event description:
The error message reported to olympus was error message e315.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that the device event occurred (B)(6) 2022. In addition, a correction to identify the error message e315 reported to olympus. Within the initial medwatch, e103 was inadvertently identified as the error message.